Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System logs: isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. The logs show that the sureform 60 instrument fired 2 sureform 60 green reloads. Both firings were completed with no pauses per the logs. No incomplete clamps in the procedure. Other than the single-use instruments such as the sureform 60 and vessel sealer extend, there was a review of the other instruments during the procedure. With the exception of the tip-up fenestrated grasper, all the other instruments were used in subsequent procedures. On site ID query, it was confirmed there is no alleged complaint called in for the single use instruments or the tip-up fenestrated grasper. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted lower anterior resection (lar) procedure, the patient experienced a post-operative bleed. As a result, the patient underwent a second procedure to address the bleeding. Approximately three weeks later it was reported that the patient expired secondary to multi organ failure. The cause of the reported death is unknown at this time. (B)(4).

Event description:
It was reported that after a da vinci-assisted lower anterior resection (lar) procedure, the patient experienced a post-operative bleed. As a result, the patient underwent a second procedure to address the bleeding. On 02/27/2020, intuitive surgical, inc. (Isi) contacted the clinical sales associate (csa) to gather additional information regarding the reported event: on (B)(6) 2020, a (B)(6)-year-old male patient underwent a da vinci-assisted lar procedure, the procedure was approximately five hours in length. Since the patient was in trendelenberg position for an extended period of time, the eyes and face reportedly became swollen. As a result, it was decided not to extubate the patient and to transfer the patient to the ICU. Within a few hours postoperatively, the patient experienced bleeding. It was unknown at that time how the post-operative bleeding was identified. The patient was immediately taken back for an exploratory open surgical procedure. At that time, the source of the bleeding was unknown; however, it was reported that there was retroperitoneal bleeding identified. It was stated that the patient was hypotensive, and the white blood cell count was very low. The patient was on eliquis (an anti-coagulant), and the surgeon was going to reverse that. It was reported that, given the condition of the patient, the surgeon was suspecting that the anastomosis might fail. One of the surgical techs present during the procedure had indicated that the reported event could be due to surgeon error. However, it was not confirmed. On 18- march -2020, the csa reported that the patient had expired on (B)(6) 2020. The csa stated that the patient was male with an above-average bmi and other comorbidities (implanted defibrillator). The patient¿s family requested the services of another surgeon following the initial robotic lar and subsequent open surgical procedure to address blood loss. From that point on (following the late-night open surgery to repair blood loss), the second surgeon oversaw the patient. The second surgeon performed multiple procedures of unknown types on the patient over several weeks. On (B)(6) 2020, the surgeon was performing a procedure to change a wound vac and realized that all of the bowel and organs were dead/dying. It was reported that the patient subsequently expired.